Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a fold crease, wear abrasion, white particles in fill channel, and an opening on the anterior and posterior side. A leak test and microscopic analysis were performed which identified: a striated opening, a sharp opening and a >1 mm void in non-textured, valve-to shell-bond area. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior side due to an unidentified (tear) opening and a striated opening due to surgical damage consistent with the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.